Manufacturer narrative:
Manufacturer control no. Dc070202. The device will not be returned for evaluation. A device history record review is not possible as the associated lot number was not identified in the report. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient had a left heart catheterization performed. Insertion site was right radial artery. It is unknown when/how wire separated during procedure & wasn't noticed. Patient had no complications from procedure. In 2007, patient had CT scan to rule out pulmonary embolism that showed linear hyperdensity extending from left upper lobe pulmonary artery across midline into the right lower lobe pulmonary artery branch. Retained piece is approx. 11cm in length. The patient is seeking a second opinion at this time.